Event description:
Pt underwent appropriate deployment of stent into the left common iliac artery with bounding pulses noted post procedure. After successful deployment, the stent then embolized down into the trifurcation area. Pulses were still present in the leg. The pt was discharged home and readmitted and underwent removal of the embolized stent from the right popliteal artery.